Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-01789 it was reported that the patient was experience ineffective therapy. X-rays revealed that both of the patient's leads had migrated. As a result, the patient underwent a system explant on (B)(6) 2020.